Event description:
It was reported that this right ventricular (rv) lead did not deliver therapy during a ventricular fibrillation (vf) episode that occurred during a stress test. This rv lead was connected to a non-boston scientific device. High out of range shock impedance measurements were noted. This rv lead was subsequently extracted, and replaced with a non-boston scientific lead. No additional adverse patient effects were reported outside the revision procedure.